Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/05/2015. The fse indicated that he found pinch tubing was cracked through pinch valve vl-61. The fse replaced cracked pinch tubing to resolve the leak. The fse also bleached wbc apertures to remove a plug from wbc aperture #1. The system performance was verified. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.